Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient developed unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on an unknown date the patient underwent fusion surgery using rhbmp-2/acs and implantable hardware. No other information was provided. (B)(6) 2013: the patient presented with pre-operative diagnosis of kyphosis above previous fusion. The patient had undergone previous fusion with posterior fusion with rhbmp-2/acs who presented with increasing pain and progressive spinal deformity above of fusion. Intra-operative findings were: excessive bony growth in and around the facet joints and lamina surrounding the instrumentation, combination of fibrous tissue and bone. Patient underwent following operations: re-exploration of spinal fusion; removal of fusion mass; pedicle suppression osteotomy of t12; posterior fusion t9-t10, t10-t11, t11-12, l1-l2, l2-l3; posterior segmental instrumentation from t9-l3. Per-op notes the hardware was then removed by using the screwdriver and the cross links.